Manufacturer narrative:
A ge service representative performed an on site investigation. The error was documented and the reported issue is currently under investigation.

Event description:
The customer reported that the 9900 system had mixed up saved pt images. No pt injury was reported.